Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient called the doctors office after experiencing syncope. The physician suspected that the pulse generator was programmed inappropriately. Increasing the device intervention rate was suggested. The patient would continue to be monitored.